Manufacturer narrative:
Investigation pending.

Event description:
Distributor reported false negative hcg test results. Results as follows: dr. (B)(6) stated that a (B)(6) year old female patient was administered a pregnancy test using a urine sample. The patient was known to be (B)(4) pregnant, but the test showed a negative result. The doctor administered the test twice and then did a blood sample which came back as positive. The urine specimen used was fresh but was not a first morning sample. The test result was read after two minutes, following the instructions in the package insert. The patient did not need to seek any medical treatment and was said to be having a healthy pregnancy.